Manufacturer narrative:
Additional information was received: follow up CT approximately (B)(6) month post the index procedure showed no type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 20 mm, the length of the proximal aortic neck was 20 mm, and the degree of angulation was mild (18 degrees cranial on c-arm used). There was no vessel tortuosity or calcification. It was reported that during the index procedure, a type ia endoleak was noted on the final angiogram. The physician re-ballooned, implanted 10 endoanchors, and re-ballooned again to treat the endoleak. A reduction of the endoleak was observed, however it was still present at the end of the procedure. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.